Event description:
During a routine phacoemulisfication procedure the dr reportedly noticed metal flakes in the patient's eye. The particles were removed and there was no harm to the patient. The phaco handpiece was returned for evaluation however the ultrasonic tip was discarded.